Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. The exposed portion of the soft cannula was found to be flattened and stretched. The flattening did not prevent fluid from exiting the distal tip of the soft cannula. The exact timing of the damage to the soft cannula could not be determined. However, it could be concluded that the observed damage to the soft cannula did no contribute toward the reported symptom code.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported after removing the pod the needle mechanism deployed late. The cannula came 2 cm out when the pod was removed and placed on the table. The patient's blood glucose levels were noted to be 6.5 mmol/l (117 mg/dl).